Event description:
It was reported that the mobile programmer generated a message indicating that a loss of bluetooth had occurred. No patient complica tions have been reported as a result of this event. Application version: 4.4.2 host tablet os version: 18.5

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.